Event description:
It was reported that the patient could not get their device to take a charge. They had received a new controller but that did not help the issue. The patient was in pain and wanted to meet a manufacturer representative to try and get their device working. There was a communication problem. The patient tried to recharger their device using the recharger and saw a reposition antenna screen. The patient had been seeing this screen for about 2 years prior to the report. The patient was last able to successfully charge about 2 years prior to (B)(6) 2014. The patient¿s recharger battery was ¾ full. The patient met with a manufacturer representative and their first overdischarge was confirmed. The patient had missed a couple of reprogramming sessions since the implant and never got the relief they needed. A physician mode recharge (pmr) was performed. The patient was sent home and instructed to charge the battery. The patient status was listed as alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the spinal cord stimulation (scs) device had not worked for 1.5 years and that the patient thought the implantable neurostimulator (ins) was defective.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) no longer applies. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the implantable neurostimulator (ins) was overdischarged and at end of service (eos) due to not charging the ins. The device was trickle charged. At the time of the report, the issue was not resolved. No surgical intervention occurred and it was unknown if any was planned. The patient would be seen by a pain management physician to talk about replacing the stimulator. The product had not been replaced, but would be replaced in the future by a manufacturer's product.

Event description:
Additional information received from the consumer regarding the overdischarge event the was reported on (B)(6) 2016. It was reported that that the patient¿s neurostimulator experienced a third overdischarge and needed to be replaced. The caller said that the repre sentative (rep) unplugged the device and it wouldn¿t come on. During that time, the ins battery ¿fell down again¿ and caused a third overdischarge. It was stated the device needed to be replaced. The patient was to follow up with his healthcare professional. No symptoms were reported.